Event description:
The patient reported intermittent connectivity issues between an omnipod system and a libre 2 plus sensor that began around (B)(6) 2026 and continued through the weekend. The patient experienced episodes of hypoglycemia and hyperglycemia, including a severe low that required paramedic assistance at home and a high on sunday. The patient tried multiple pods on different body locations and managed glucose manually using a libre 3 sensor when closed-loop operation was not available. The patient reported experiencing low blood glucose (bg) levels on tuesday, (B)(6) 2026, requiring a call to paramedics for assistance. At the time of the call to paramedics the patient¿s bg level was 2.8 mmol/l (50.4 mg/dl) between 5 and 24 hours of wearing the pod on their abdomen. The patient¿s symptoms included feeling weak, sweating, a bit shaky, could not eat, felt nauseous, and was suffering from hypothermia. When the paramedics arrived, they checked their temperature and the bg reading was "low". The paramedics treated the patient at home with carbohydrates and provided hot tea to treat hypothermia. The paramedics stayed with the patient for approximately 1 hour and 30 minutes. The patient did not have the pod they were wearing at the moment of the low bg as it was in the bin. The patient stated they could not recall all the details of the event, due to the low bg levels and other symptoms. During the call, the agent guided the patient to activate a new libre 2 plus sensor, deactivate a pod that generated an insulin delivery stopped alert, capture identifiers, send controller log files, and start a new pod. The patient started a new pod following controller prompts and will resume automated mode after the libre 2 plus warm-up.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and visit by paramedics. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.